Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date and barbed suture was used. During a laparoscopic hysterectomy surgeon reported that the barb suture was not holding tissue and slipping more than normal. There is no adverse impact on patient/user reported. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/9/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: -do you have any photos available for visual analysis? - no -what is the current status of the patient? - patient is fine at the time of the event there was no reported issue. - please provide the source or name of person providing answers to follow-up questions: - surgeon- wendy bauer sales rep also requested for a shipper kit box to be sent to his address. Email has been sent for this request. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.